Event description:
N/a.

Manufacturer narrative:
Internal complaint number: (B)(4). Analysis of production for OEM devices: (3331/213/67) the reported device is an OEM device. The certificate of conformance was reviewed for the reported serial/lot number. The vendor certifies that this device serial/lot conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch. Historical data analysis: (4109/213/67) the review of the historical data indicates that no other similar complaint was reported for the same serial number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period jul-2019 through jun-2021 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Testing of actual/suspected device & testing of raw/starting materials: (10/4105/213/67) the device was returned to the factory for evaluation on 07/13/2021. An investigation was conducted on 07/14/2021. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. No visual defects were observed. The device was connected to a power cord and the power switch was turned to the "on" position. The device was able to be energized. The green indicator light did illuminate and the device provided energy to a reference hemopro device and extension cable. An electrical evaluation was conducted. A pre-cautery test was performed per the direction for use (dfu) with a reference cable, adapter and the returned power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. A functional test was performed on the unit using the ¿vasoview power supply accuracy and power supply operating ranges¿ outlined in equipment calibration procedure for vasoview power supply, mcv00030545, rev b., section 7.1.2 accuracy - a) no load voltage test ¿ requirement: 5.5 vdc +/- .05 vdc step b) low current output test ¿ requirement: 4.0 +/- .05 amps dc step c ) high current output test¿ requirement: 6.0 +/- .05 amps dc. The device passed with no load voltage test: 5.528 vdc (passed), the low current output test: 4.02 amps (passed) and high current output test: 6.02 amps (passed). Based on the returned condition of the device, the reported failure "intermittent continuity" was not confirmed.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure, t.w. Power supply wasn't working correctly. Each time they tried to burn it would stop. Says it was not the safety mechanism they changed the cord out and it continued intermittently. Was able to finish the case once another power supply was brought in and replaced the affected one. No vein issues.